Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer thinks the pump does not deliver insulin correctly. Three weeks ago, blood glucose level was above 500 mg/dl. No adverse event reported. Pump replaced and requested for investigation.